Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that there was a hole in the tubing. I had our clinical nurse manager from diagnostics radiology report earlier this week (and this morning) that we've had multiple ref # (B)(4) that have had a hole in the tubing when placing an IV. Additional information 09-mar-2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Blood leaked out on patient, nurse, and floor.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.